Manufacturer narrative:
Service representatives replaced the spo2 board. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported there were no spo2 readings on the accutorr v monitor which may have resulted in a loss of spo2 monitoring. No patient injury was reported.